Manufacturer narrative:
The manufacturer received information alleging the trilogy ev300 had failed during pre-diagnostic testing on the device. The customer placed a service call to the local philips helpdesk for this issue. There was no harm or injury reported. A philips representative assisted the customer with this issue. The customer alleged there may be an issue with active exhalation control module (aecm) proportional valve for this device. The trilogy ev300 device was evaluated by a philips service engineer (se). The device evaluation found proportional valve and three-way (3-way) solenoid valve had caused the active exhalation verification test step to fail on the device. The philips se replaced the device's proportional valve and 3-way solenoid valve to address this issue. After the parts were replaced on the device, the philips se performed the verification testing and the device passed all testing. The device was placed back into service.

Event description:
The manufacturer received information alleging the trilogy ev300 had failed during pre-diagnostic testing on the device. The customer placed a service call to the local philips helpdesk for this issue. There was no harm or injury reported. A philips representative assisted the customer with this issue. The customer alleged there may be an issue with active exhalation control module (aecm) proportional valve for this device. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.